Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose (bg) was "high", however, a specific value was not provided. Reportedly, a new cartridge was loaded, and the customer administered a correction bolus via the pump to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.